Event description:
The customer reported being hospitalized for high blood glucose of 500mg/dl. Troubleshooting was performed. The customer stated that he was experiencing excessive urination, thirstiness, and blurry vision. The customer stated that he changes the infusion set and reservoir every three days. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the infusion pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.